Event description:
The user received questionable d-dimer results for four patient samples. Of the data provided the results for two patient samples were discrepant. The user felt the repeat results from another cobas c501 were correct. Patient sample 1 initial result was 273 ng feu/ml and the repeat result from cobas c501 serial number (B)(4) was 399 ng feu/ml. Patient sample 2 initial result was 307 ng feu/ml and the repeat result from cobas c501 serial number (B)(4) was 420 ng feu/ml. The initial results were reported outside the laboratory and were not corrected. The user did not have access to information concerning if the patients were adversely affected. The d-dimer reagent lot number was 63938901. The field service representative could not determine a cause. He checked all rinsing and washing fluidics of the cobas 501 with results within specification and he replaced gear pump as preventive maintenance measure. To verify the analyzer operation, he ran precision testing with quality control material and the user ran quality control with results within their specification.

Manufacturer narrative:
The investigation could not determine a specific root cause as the user was not willing to provide calibration and quality control data. Also, the human samples were no longer available for further testing. No adverse event was reported.